Manufacturer narrative:
A2) patient age - mean age 68 ± 14, a3 a) patient sex - 80 males, 28 females (n=108), a3 b-a6) specific patient/case detail was not provided. B4) date listed is the date the manufacturer became aware, b6) patient information regarding relevant tests/laboratory - specific patient/case detail was not provided. D4/h4) the lot number was not provided; thus, the following information is unknown: model/catalog number, device serial number, unique ID, expiration date, and manufacture date. E) although the journal article originated from germany, physician and facility information are unknown; therefore, the information listed is the corresponding author of the journal article. G3) this report is being submitted as part of a retrospective review for literature MDR per CAPA 207. H3) the device was discarded; thus, no product investigation was performed. H6) per IFU, death is listed as a potential adverse event with use of the glidelight devices. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A philips employee became aware of a journal article (published online 28dec2018) ¿efficacy and safety of transvenous lead extraction in 108 consecutive patients: a single-centre experience¿. The study retrospectively aimed to investigate the safety and efficacy of transvenous lead extraction in octogenarians using powered extraction sheaths. A total of 108 patients who underwent tle of 227 leads were enrolled in the study between 2010 and 2016. All extractions were sequentially performed with spectranetics glidelight laser sheaths. Procedural complications included 2 superior vena cava (svc) perforations (MDR # 3007284006-2026-00230) and 1 death caused by cardiac failure due to ventricular fibrillation (MDR # 3007284006-2026-00231). Additionally, a 74-year-old patient suffered from an svc perforation during the extraction and underwent an emergency sternotomy and intraoperative resuscitation. The perforation was repaired successfully under heart¿lung machine support; however, the patient died on postoperative day 9 in the ICU of cerebral edema and multiorgan failure (MDR # 3007284006-2026-00232). Although generalized patient information/medical history was listed within the journal article, specific patient/case detail was not provided for the adverse events involving the spectranetics devices. Additionally, the date of procedure was not listed for these events; therefore, 28dec2018 has been used, the date of publication. Monsefi, nadejda, waraich, harmeet singh, vamos, mate, erath, julia, sirat, sami, moritz, anton, hohnloser, stefan h. 2019. Efficacy and safety of transvenous lead extraction in 108 consecutive patients: a single-centre experience interactive cardiovascular and thoracic surgery, 28 (5): 704-708. Doi:10.1093/icvts/ivy351. This report captures the death that occurred after use of the glidelight device. There was no alleged malfunction of any spectranetics devices in use during the procedure.